Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A procedure cancellation occurred. It was reported that during a pulsed field ablation (pfa) procedure an opal hdx system was selected for use. It was noted that once in left atrium (la) the catheter was unable to hold its correct shape after computing. Computed values ranged from 3-7 (within normal limits) however the catheter would change from flower to basket to stick and move between shapes constantly. No system errors appeared and all ECG and back patch were green in setup. Multiple troubleshooting steps were performed, including repositioning hardware, adjusting system references and settings, rebooting and reconfiguring the system, testing alternative connections, running diagnostics, and ultimately replacing the cable and catheter; with no success. The case was carried out by locking the catheter in flower shape / inaccurate basket representations. This occurred on two subsequent procedures; both were completed successfully. No patient complications were reported. It was also reported that a third procedure was cancelled, no further details were obtained regarding the sedation status of the patient for the third procedure.